Manufacturer narrative:
The reported event of backup vvi was confirmed by analysis. Final analysis found a parity error to be the cause of the bvvi. The reset could not be reproduced in the lab; hence the root cause of the error remains undetermined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented during device-preparation. Upon interrogation for an implant procedure, the implantable cardioverter defibrillator (ICD) was in backup-vvi mode. The device was replaced prior to procedure. There were no patient consequences.